Event description:
It was reported that the patient presented for an implant procedure. It was noted that the left ventricular lead failed to capture and exhibited high pacing impedance due to the suture sleeve being tied down too tight. It was also noted that the guidewire failed to passed through the sutured area. The lead was not used and replaced during procedure. The patient was stable.

Manufacturer narrative:
The reported events were failure to capture, high pacing lead impedance, guidewire failure to advance, and insulation damage. As received, a complete lead was returned in one piece for analysis. The reported events of guidewire failure to advance and insulation damage were confirmed. Visual examination found the inner coil being kinked and stretched at the suture sleeve tie impressions. The cause of the kinked and stretched inner coil is consistent with procedural damage. The reported events of failure to capture and high pacing lead impedance were not confirmed. Electrical testing was normal. Visual and x-ray inspections found no anomalies with the exception of procedural damage.